Manufacturer narrative:
Concomitant product(s): a 419378 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed a shock was delivered during a ventricular tachycardia (vt) episode which appears to have accelerated the episode to ventricular fibrillation (vf). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.